Event description:
It was reported that the user¿s ilet displayed an alert to connect cgm or switch therapy after the cgm was unavailable and the bg run feature expired following three days without g6 sensors or a transmitter, leading the user to transition to backup therapy until new cgm supplies arrived. Symptoms included no reported adverse clinical effects. Outcomes included no injury and no hospitalization. Investigation included customer support review and troubleshooting with user education regarding bg run expiration and interim therapy use. Investigation of this case revealed normal device behavior with expiration of the bg run period in the absence of cgm data, consistent with expected design and use requirements. It was concluded, based on previously established findings for similar reports, that the cause was expected device operation under conditions of missing cgm supplies and user reliance on backup therapy as instructed.